Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an error message "error1821" and had a continuous alarm. No patient injury was reported. No adverse effects were reported.